Manufacturer narrative:
Product complaint # (B)(4). Batch # n57j8u. Photo evaluation: two photos were provided. Picture one shows a tyvek with the lot number p4r16v and the expiration dated 2021-12-31. Second picture shows a black reload from the top view. The swing tab can be seen in the locked position and the left gripping surface is noted to be damaged. The condition on the reload could be due to an improper loading technique, in addition what appears to be a staple can be seen exposed over the cartridge deck. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Device evaluation: the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. The reload was received fully loaded with staples. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thoracic procedure, before the surgery, when the cartridge was taken out of the sterile packaging, it was seen that one of the staples was dislodged from its place. There were no patient consequences reported.